Manufacturer narrative:
1 of 4. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the irrigation was not working well on the console during the functional endoscopic sinus surgery. The bur was used to drill on the frontal bone. They tried to change the irrigation; however, they were not able to change it on the console. The irrigation was set to 20. All 4 burs had the irrigation issue as the irrigation was not able to be changed. There was no delay in the procedure and the case was completed. The touchscreen was reprogrammed by the rep and the irrigation buttons were working properly already. They noticed a minor abrasion/burn on the patient's nostril.